Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is probable the issue occurred due to incorrect reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that they were re-processing the camera head with a method not described in the instruction for use manual. The event occurred during reprocessing for a diagnostic procedure. There was no harm associated with the event. The camera had not been used on any patients.

Manufacturer narrative:
The customer reported that they were informed that they could wipe down the otv-s7h-1n camera head and not reprocess it since it did not have patient contact. According to the customer, the camera head was new and not used, and the facility was requesting or confirming reprocessing methods, including compatible disinfectant and detergents list. The device was not returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.